Manufacturer narrative:
Motor error alarmed during rewind due to motor gearbox jammed. Unable to verify for compromise force sensor alarm and perform function check including basic occlusion, occlusion, prime/delivery, the excessive no delivery, displacement test, self-test, unexpected restart test and all operating current test due to constant motor error alarm. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was flush. Customer's blood glucose was 136 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.